Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer's girlfriend complained of a discrepant inr result from coaguchek xs meter serial (B)(4) compared the physician's meter. At 08:29 am, the result from the meter was 7.6 inr. The customer went to his physician's office. At 03:00 pm, the result from the physician's meter was 5.8 inr. The specific meter was not provided. It was stated that it is was a "roche type meter". There was no allegation of an adverse event. The customer's coumadin dose was held for 2 days and then decreased based on the result from the physician's meter. The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.0 - 3.0 inr. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. (B)(6). All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Relevant retention test strips (lot 294942) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.